Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200. Serial: (B)(6), batch: 742157, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and return of their parkinsons disease symptoms. Attempts to reprogram the dbs were made, however, were unsuccessful. Functional testing of the dbs revealed several contacts with high impedances. The patient underwent an exploratory procedure wherein the implantable pulse generator (ipg) was replaced however the impedance issue continued as a result, additional functional testing with an external trial stimulator (ets) confirmed the lead extension was the cause of high impedances. The physician replaced the lead extension, confirmed impedance issues were resolved and completed the procedure. The physician's assessment was thought to believe the connection part of the extension was damaged, however information on how it was damaged was not provided. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and return of their parkinsons disease symptoms. Attempts to reprogram the dbs were made, however, were unsuccessful. Functional testing of the dbs revealed several contacts with high impedances. The patient underwent an exploratory procedure wherein the implantable pulse generator (ipg) was replaced however the impedance issue continued as a result, additional functional testing with an external trial stimulator (ets) confirmed the lead extension was the cause of high impedances. The physician replaced the lead extension, confirmed impedance issues were resolved and completed the procedure. The physicians assessment was thought to believe the connection part of the extension was damaged, however information on how it was damaged was not provided. The patient did well post-operatively.

Manufacturer narrative:
Fields d2b pro code and d4 lot, serial number, unique identifier updated.

Manufacturer narrative:
Correction to section b5 describe event or problem. The returned vercise lead extension was analyzed and confirmed the high impedances noted during the revision. Analysis of the lead extension passed most tests performed however visual inspection revealed the lead extension connector completely separated from the extension body. This type of damage generally occurs when excessive tensile force is exerted onto the extension tail and connecting section of the lead. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement is a known risk with the use of dbs system. With all the available information, boston scientific concludes the reported event of high impedances was confirmed, damage to the lead extension resulted in high impedances and concludes probable cause traced to component failure. Analysis of the implantable pulse generator (ipg) was not performed as it was retained by the facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and return of their parkinsons disease symptoms. Attempts to reprogram the dbs were made, however, were unsuccessful. Functional testing of the dbs revealed several contacts with high impedances. The patient underwent an exploratory procedure wherein the implantable pulse generator (ipg) was replaced per the physicians discretion however the impedance issue continued as a result, additional functional testing with an external trial stimulator (ets) confirmed the lead extension was the cause of high impedances. The physician replaced the lead extension, confirmed impedance issues were resolved and completed the procedure. The physicians assessment was thought to believe the connection part of the extension was damaged, however information on how it was damaged was not provided. The patient did well post-operatively.